Manufacturer narrative:
A photo was returned showing the drip chamber of the 123390488 primary plum set for inspection. There was leakage observed from the vent plug juncture. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, photograph is available for evaluation, but investigation is not yet complete.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch in which the customer reported that unspecified drug leaked from the air vent. There was unknown patient involvement; harm was not reported as a consequence of this event.